Event description:
Customer reported they experienced 3 needlesticks events this year with the device. Customer advised, "we do not have lot numbers or photos or samples." Incident 1, (B)(6) 2025): customer advised, "employee was drawing patient's morning labs. The draw was complete and the employee was holding pressure on the patients draw site. The draw was completed using a butterfly needle, and because the safety mechanism requires two hands the needle was not yet sheathed. The patient began fidgeting and while the employee was trying to mitigate the patient's movement, she stuck herself in the thumb with the dirty needle." Incident 2, (B)(6) 2025): customer advised, "employee was performing a specimen collection with a butterfly needle. Upon removing the needle and attempting to activate the safety mechanism of the butterfly, the employee's finger slipped and the needle punctured through the glove and pierced the employee's finger." Incident 3, (B)(6) 2025): customer advised, "phlebotomy - kaitlyn was drawing this patient in cardiology using a butterfly needle. She inserted the needle and determined she was not in the right place and withdrew the needle. She thought she had engaged the safety mechanism on the butterfly needle and place the needle to the side to bandage patient. She then went to pick up the needle and the safety mechanism must not have been fully engaged. Kait stated that she thought she heard it [?]click' into place, but it must not have been as the needle was still exposed and scraped the edge of her palm. She stated that it bled only a little and then she washed the area well with soap and water and immediately returned to the lab and reported it to a supervisor. Kait then immediately went to the employee health office and report this incident to robin mcdonald as well. All testing on the source patient has already been initiated, and robin will follow-up with kait when those test results come back. I did speak to kait and let her know that in the future we need to treat all needles as if there is no safety and be sure to only pick up and transport needles using the bottom part of the mechanism just in case something like this does happen. We have also spoken with infection prevention about looking at other butterfly needles options as we have several needlesticks recently specifically involving butterfly needles and their safety mechanisms."

Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. No customer pictures were received. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.